Manufacturer narrative:
The service engineer (se) reported that the user interface (ui) assembly was replaced to resolve the issue. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim display, and was too dark to read. There was no patient involvement when the issue occurred. No patient or user harm reported. The philips service engineer (se) noted that the customer's v60 ventilator had a dim display and was too dark to read. The customer was provided with a proposal to have the device evaluated/repaired. The investigation is ongoing.